Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR site name removed aachen.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery to support the 63 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage c shock. The patient was previously supported by inotropes, vasopressors, and a vent for respiratory needs. The patient was known to have had a cardiac arrest with CPR, but the underlying medical history was not shared. The pump was supporting when on day 10 of the support there were purge alarms. The console alarmed for purge system blocked, and so to troubleshoot they replaced the purge cassette. This did not resolve the issue and so the team added the lytic tpa to the purge for the high purge pressure. The purge pressure and purge flow issues prompted the team to explant the pump after 11 days. The pump removal was performed with no consequence to the patient and support. Tpa was utilized for the high purge pressures to mitigate impact of biomaterial within the motor and there was no impact on the patient. The patient has survived the explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.